Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 8 closed samples for analysis, 5 of them used for knot pull tensile strength test and 3 for needle bending strength test: knot pull tensile strength results conducted on the closed samples analysed are 1.04 kgf in average and 0.96 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). These values are in the usual range for this thread and size. The needles of these three closed samples received have been tested for bending strength and the result fulfills product specifications. The result of bending strength of these tested needles is 5.9 nxcm in minimum (minimum bending strength specification for this needle: > 4.9 nxcm). As stated in the instructions for use of the product, when working with suture materials great care must be taken to ensure that the use of surgical instruments, such as tweezers and needleholder, does not lead to damage by pinching and kinking. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Needle bending strength results during production of the needle raw material batches used in this product were 5.56 nxcm, 5.60 nxcm and 5.46 nxcm in minimum and fulfilled specifications (minimum bending strength specification for this needle: > 4.9 nxcm). Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number: k151165. Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. As stated in the instructions for use of the product, when working with suture materials great care must be taken to ensure that the use of surgical instruments, such as tweezers and needleholder, does not lead to damage by pinching and kinking. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Needle bending strength results during production of the needle raw material batches used in this product were 5.56 nxcm, 5.60 nxcm and 5.46 nxcm in minimum and fulfilled specifications (minimum bending strength specification for this needle: > 4.9 nxcm). Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received for analysis. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with supramid suture. The client has reported that the suture thread breaks much more easily than usual. The needle also bends more easily, which has never happened before. The suture thread broke several times while suturing the wound. There was no harm to the patient or other issues, just an observation. The doctor also found that the needle bent easily. Additional information has not been provided.